Event description:
Two devices were used during a lap cholecystectomy procedure. The first clip worked fine, the second clip was fired over another clip. At this point the over ride mechanism could be heard. After that the device began shooting clips everywhere. They pulled a second device and the device did not form clips properly. It was observed that the jaws were out of alignment. This device was not fired over clips or a catheter. The case was finished at that point. An additional small amount of time was needed to remove clips from the patient. There were no patient consequences.